Event description:
Customer reported a button error alarm. The customer's blood glucose was 194 mg/dl. The customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump had minor scratches on lcd display window, crack on the battery tube threads and crack on the reservoir tube lip.